Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized with diabetic ketoacidosis on (B)(6) 2015. Blood glucose value at the time of admission was 405 mg/dl. Customer was still in the intensive care unit. Blood glucose value at the time of the call was 184 mg/dl. Customer declined to check for set or insulin issues and the settings. The cannula was not bent but if was found that the customer was using expired infusion sets and reservoirs. The insulin pump failed the high pressure test twice. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.